Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was cleaned to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was cleaned to resolve the issue.

Event description:
The hospital reported a malfunction that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.